Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were recommended however, the patient insisted on leaving. No intervention was performed. The patient was in stable condition.